Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 52 mg/dl after receiving a bolus overnight. The episode was managed with fast-acting carbs provided by the user¿s daughter, and blood glucose later stabilized at 103 mg/dl. No outside medical intervention was required.